Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection visual inspection: the tfna helical blade was returned to cq. No damage was noted aside from wear consistent with implantation and explantation. Functional test: replication of the implanted condition could not be performed at cq, however, the helical blade was able to pass through the returned nail's (04.037.242s; h694277) head element hole/aperture without issue. No off-axis toggling was noted. Dimensional inspection: helix outer diameter and width of flat to outer diameter were measured and found to be confirming. Document/specification review: the relevant drawing(s) was(were) reviewed; no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint could not be confirmed during investigation. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part number: 04.038.395s, tfna fenestrated helical blade 95mm -sterile, lot number: h794033 (sterile): manufacturing location: elmira / monument, manufacturing date: january 14, 2019, expiration date: december 1, 2028: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional device product code: ktt. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During manufacturer's preliminary evaluation of the returned devices on (B)(6) 2019, it was identified that tfna nail is not locking. Concomitant devices: screw (part: unknown, lot: unknown, quantity: 1). This report is for one (1) tfna fenestrated helical blade. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown tfna helical blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the trochanteric fixation nail advanced (tfna) blade cut out (the medial migration of the proximal locking implant with proximal femoral nails). The blade moved towards the medial development, centrally but also cranially. Patient status is unknown. Concomitant devices: tfna nail (part: unknown, lot: unknown, quantity: 1), screw (part: unknown, lot: unknown, quantity: 1). This report is for one (1) unknown tfna helical blade. This is report 1 of 1 for complaint (B)(4).